Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/19/2010, 03/23/2010, and 04/09/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).

Event description:
Adverse event(s): "hyperopic" (postoperative refraction, unexpected). Product problem(s): "the iol fell back into the eye" (dislodged or dislocated [iol (intraocular lens) implant]). A surgeon reported a patient who is hyperopic following intraocular lens (iol) implant surgery. The surgeon explained that during the surgery, the capsular bag tore (not blaming the iol) so he had to place the iol in the sulcus. He also reported that because of the damage to the anterior capsule during surgery, the iol did not have enough support; therefore, the iol fell back into the eye and now lies in the vitreous cavity. The surgeon continues to monitor the patient. Additional information has been requested.